Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the angio department, the catheter was pretested per instruction. The md checked the balloon inflation prior to use and the balloon inflated properly. The md inserted the wedge pressure catheter and the balloon popped during the procedure. As a result the catheter was removed and replaced with a new ai-07125. There was no reported pt death or injury. Medical/surgical intervention was not required. There was an interruption in therapy for the time frame required to retrieve another catheter, pretest it, and insert the catheter successfully. There were no reported pt complications and the pt outcome is listed as "no harmful outcome for pt."